Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed and reproduced while attempting to run a loaded set. This condition was determined to have been caused by a failed lower auxiliary flex. The tail pins on the lower auxiliary flex were cracked. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported a spectrum pump alarmed system error 322. It was also reported there was no patient involvement.